Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified forearm vessel. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.